Manufacturer narrative:
D6a - correction - implant date should have been (B)(6) 2023.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to pair to the mobile application due to a possible bluetooth malfunction. The device was eventually able to pair. No intervention was reported. There were no patient consequences reported.

Event description:
New information received indicates that the issue was due to the patient's birthdate did not match the mobile application.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was not confirmed. The results of the software analysis are inconclusive since relevant information related to the event was not able to be obtained. The reported event was resolved with troubleshooting steps provided by technical support, it was found that the patients date of birth was entered incorrectly. No further investigation is required at this time.